Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2015 with the following findings: the keypad was found to be intact; no damage was observed. The complaint of under-responsive up arrow, down arrow and ok keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was observed. Unrelated to the complaint, a visual inspection of the pump revealed a crack in the battery compartment and the audio bolus button was found to be missing from the pump. The audio bolus button was not able to be tested.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.